Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert with suspicion of premature battery depletion (pbd). The estimated longevity decreased not as expected, from 40% to 15%, within follow ups with no time period specified. This device was replaced and is not expected to be returned as it was disposed. No additional adverse patient effects were reported.